Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No stuck button alarms noted during our testing. No damage or moisture damage was found on the keypad assembly and no unlocked printed circuit board keypad connector. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump failed leak test; leaked at the case behind the pump near the battery compartment. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, serial number label fading, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button customer's blood glucose at time of incident was unknown. The customer stated they did not press a button down for 3 minutes or longer. . The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.